Manufacturer narrative:
(B)(4). (B)(6). The device has not been returned. Device history record (DHR) was reviewed and no discrepencies were found. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that during preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and no surgical delay.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The returned device was evaluated and the mobile canula was missing in the device therefore the product could not be used. Investigation results concluded that the reported event was due to a punctual error during manufacturing. The event is isolated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and no surgical delay.